Event description:
It was reported that this patient received six electric shocks from this cardiac resynchronization therapy defibrillator (crt-d) after standing up. Technical services (ts) analyzed device episode data and found that the shocks were delivered during an episode of atrial fibrillation (af) with fast ventricular conduction. Patient went to the hospital because of the shocks where it was noted that the device programming was lower than expected for progressive heart rate. This patient underwent an ablation procedure for the af. Ts discussed device programming with patient. No additional adverse patient effects were reported. Currently, this crt-d remains in service.